Event description:
Partial gastrectomy; stomach transection: fired slcr55g reload. Opening of anvil folowing firing revealed that the proximal 1.5cm of the transection had not cut or stapled, with staples opened in a u shape.